Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report that the lens shattered while being implanted; therefore, the condition of the product could not be verified. Unknown lot number: the reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Inconclusive: based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Potential contributing factors: while the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece particularly the plunger tip appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact company immediately. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens was shattered while being implanted. It was removed, and same company another replacement lens was used. Additional information was received there was no patient harm and in the surgeon's opinion, possibly the company injector was taken out of use.